Event description:
It was reported that high out of range shock impedances were noted on the yearly trend on the right ventricular (rv) lead of this implantable cardioverter defibrillator (ICD). The shock impedances were in range during the follow-up appointment, and no noise was noted upon performing isometric exercises, however the impedance trend showed variable out or range impedances. Coil reprogramming was performed to exclude the proximal coil, and technical services (ts) provided troubleshooting options. This ICD and rv lead remain in-service at this time. No adverse patient effects were reported.